Event description:
Dealer reports that when the end user goes to move the wheelchair, the left motor brake release spins continuously. The end user reported to the dealer that when he attempts to drive the wheelchair, it "lurches" and struggles to drive freely every few feet. There were reports made by the end user related to charge depletion, but there was no evidence found to connect this issue with the motor claims. No injuries have been reported.

Manufacturer narrative:
Background information: the quickie q700 m owner's manual (247553 rev I) page 8 provides the following instructions: "do not drive through puddles of water;" "never take your chair into a shower, tub, pool, or sauna;" "dry the chair as soon as you can if it gets wet, or if you use water to clean it;" and "prevent the wheelchair from coming into contact with sea water: sea water is caustic and may damage the wheelchair." Additionally, the manual outlines guidance for not exposing the chair or the control device to water with figure 3.22. Discussion: sunrise wheelchair motors are subject to iso 7176-09 climatic testing to determine the effects of rain, dust, and condensation on the basic functioning of electrically powered wheelchairs however the product is not designed with the intent that the chair be subject to immersion in water or repeat exposure to fluids per the warnings in the owner's manual. The evaluation that took place on november 17, 2023, of the motor revealed that the claimed lurching and driving issues were attributed to the corrosion of the motor. Corrosion may be caused by repeat or prolonged exposure to corroding elements such as water, human excreta, or cleaning agents. At the time of complaint, the chair was approximately 3 months old. A DHR review for this product was conducted, which showed no ncmr or deviation in the production records potentially related to the failure reported. Conclusion: the corroded state of the motor led to the reported malfunction. With proper care as defined in the owner's manual the risk of corrosion can be reduced. The risk that corrosion leads to brake binding and the user falling out of the seat has a potential for serious injury which can be mitigated through the use of the positioning belt. There is no claim of injury or brake binding in this case, however, there has been a case where corrosion led to brake binding and serious injury. Because of this, sunrise medical is filing this MDR. Should additional information arise in the future, sunrise medical will file a supplemental report.

Manufacturer narrative:
UDI related data quality updates only. This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Event description:
This report represents a correction to a previously submitted MDR.